Manufacturer narrative:
The patient's outcome was good with no anticipated negative effects related to the event. A review of manufacturing history shows product was released without anomaly. A review of complaint history shows no other complaints for this part number or lot number. Engineer evaluation shows the fracture surface appears to be consistent with a torsional load fracture. Risk is addressed through IFU and surgical technique. Nanovis is continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported during an anterior cervical discectomy and fusion (c4-c7) procedure on (B)(6) 2018 a 10 mm drill bit tip fractured in a patient's bone. The drill bit was found on x-rays that were taken after implantation, during the procedure. The surgeon retrieved the tip of the drill bit and replaced hardware, thus causing a 30 minute delay in the completion of the procedure. The patient's outcome was good with no anticipated negative effects related to the event.